Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the cause of the reported unintended movement (clip open - locked) associated with the clip opening to 20 degrees after deployment could not be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling. This event was reviewed by a staff engineer clinical r&d, and the reviewer stated ¿one (1) echocardiographic video of the reported device was provided. The video provides and lvot view (right) with x-plane (left). The lvot view captures the anterior-posterior cross-section of the valve (short axis); as such, an lvot view will show a front facing view of clip (perpendicular to clip arm plane) and potentially provide a view of the clip arm angle. The video captures active clip deployment. Initially, at the 00:00 mark, the clip is attached to the l-lock shaft of the delivery catheter (dc), with the dc radiopaque tip ring easily visualized. This indicates the video begins prior to mechanical separation of the clip from the dc; however, it is unclear at which precise deployment step (e.g. 1st efaa check, lock line remove, actuator knob rotations) the video begins. The clip is grasped onto both leaflets and in the fully closed position; the clip arm angle at this point in the video appears to be ~20°. As the video progress to the 00:07 mark, the dc shaft can be seen being retracted away from the clip (mechanical separation), effectively deploying the clip. The clip arm angle post deployment (mechanical separation) appears to be ~20° and does not exhibit any noticeable change. While the clip arm angles stated in this evaluation are estimations based on visual assessment with the naked eye and are not confirmed, there is no evident change in clip arm angle; the clip arms appear to remain consistent pre and post deployment. The video was assessed frame-by-frame to determine if there was a change in the clip arm angle during deployment and mechanical separation of the clip. Snapshots of the video were taken pre and post clip detachment. In these snapshots, the tip-to-tip distances were evaluated and compared using a simplistic, geometric technique by placing a line of the same exact size (datum) at the same relative location on the tips of the clip (central and most distal point). While this method is not an exact measurement, it will give a general idea if/when the clip arm angle changed; if the datum line matches the tip-to-tip distance, it can be assumed no significant change in arm angle occurred. Figure 1 provides snapshots taken from the video provided pre deployment (clip still attached to the l-lock shaft of dc) and post deployment (clip separated from the l-lock shaft). The yellow datum reference line is overlayed on each snapshot and aligns at the same relative location on the tips of the clip, indicating no significant change in clip arm angle occurred. As such, a cowl event is not confirmed based on the video provided.¿

Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report unintended movement. It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+ and an enlarged atrium. An xtw clip was inserted and deployed on the mitral valve. However, immediately after deployment, the clip opened to roughly 20 degrees. It was noted the clip remained stable on the leaflets and mr was reduced to a grade of 1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.